Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4). The patient was initially tested on the meter with a result of 4.3 inr. The patient was tested a 2nd time on the meter using the same finger and the result was 2.5 inr. Within 5 minutes the patient was tested on the meter using a different finger and the result was 4.2 inr. The patient was tested again on the meter using the 2nd finger and the result was 3.5 inr. The customer used 2 vials of test strips with the same lot number for these tests. The customer was unable to specify which vial was used for each test. None of the meter results were believed to be correct. The patient was sent to the laboratory for testing. The laboratory result was not available. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient does not have anemia, polycythemia or antiphospholipid antibodies. The patient is not on heparin or other anti-coagulants. The customer was not sure if the qc check mark was displayed at the time of the tests. There was no allegation that an adverse event occurred. The patient is at home with self-care. The meter and strips were requested for investigation. The customer returned the meter and 1 vial of test strips. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr; donor #2 inr: 2.7 inr. Donor #1 hct: 43%; donor #2 hct: 44%. Donor #1: master lot: 2.5 inr; donor #1: customer¿s strips and meter: 2.4 inr. Donor #2: master lot: 2.7 inr; donor #2: customer¿s strips and meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the patient¿s medications are currently known to interfere with the accuracy of the test results. During a review of the results in the meter memory, the result of 3.5 inr was not found, however, a final result of 3.8 inr was found for the alleged results from (B)(6) 2017. Relevant retention test strips (lot 186865-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.